Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had three infusion sets that were blocked but the insulin pump never alerted to the blockages. The patient's blood glucose at the time of incident exceeded 400 mg/dl. The customer treated with the insulin pump, but their blood glucose remained high so they changed their set. The customer's blood glucose remained high after the set change so they went to the hospital. Troubleshooting could not occur for the absence of no delivery alarm since the customer did not have a tubing clamp for the high pressure test. No products were returned and a tubing clamp was shipped to the customer in order to test the functionality of the no delivery alarm.